Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray tube defect. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was broken and cannot expose x-ray. Review of the system log file showed that the tube was arcing on frontal x- ray tube. Upon further troubleshooting actions, the fse replaced the high voltage transformer, but the issue not resolved due to tube failed. After that the fse replaced the tube (mrc 200 0407 rot-gs 1004). After replacement of the tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.

Event description:
It has been reported to philips that the x-ray tube was defective. The device was in clinical use. No harm was reported. A philips field service engineer (fse) visited the site and confirmed the x-ray tube was defective. After replacing the x-ray tube, the device was returned to expected functionality.